Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of vomiting, abdominal pain, chest pain and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis. Customer was discharged from hospital after blood glucose stabilized. Troubleshooting was performed to determine reason for high blood glucose. Customer was not able to continue troubleshooting due to insulin and sets being old due to being off of insulin pump for two weeks. Customer was advised to monitor blood glucose and that tubing clamp would be sent.